Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's spouse that the patient presented to the emergency department after hearing a high/low tone from their device. During the emergency department visit the patient was told that their lead "wasn't working". The patient's spouse further reported that the clinician advised that the lead didn't need to be replaced urgently, but it wasn't sending shock through the inside of the lead. The patient was sent home, and passed away two days later.